Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the image is not displayed. Based on the results of the investigation, it is likely the following led to the malfunction: due to damage on plug unit, the image is not displayed. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the gastrointestinal videoscope presented a scope communication error. The issue occurred during inspection for use, before patient in room. There were no reports of patient involvement.